Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and intermittent atrial undersensing. It was also reported that the right ventricular (rv) lead exhibited increased thresholds. The ra lead was reprogrammed, and subsequently it was capped and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.